Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 374 mg/dl. Troubleshooting already occurred for a prior no delivery incident and the no delivery alarm recurred. The customer stated that she tried all existing remedies for the no delivery issue, including trying different cannula lengths, rotating her sites, and avoiding scar tissue. The customer was advised to revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.